Event description:
Pin holes on the extension, blood leaks near the clamp. Catheter was removed. Blood loss was <20cc and no ill effects to the pt were reported.

Manufacturer narrative:
The device involved in the incident was not returned for eval. A review of the mfg records indicated that all device specifications and quality requirements were satisfied. This product line is 100% leak tested during the mfg process. W/o an eval of the device involved we are unable to determine the cause or factors that may have contributed to this event.